Event description:
It was reported that, during an in-clinic follow-up, high pacing impedance was noted on the right ventricular (rv) lead. The suspected cause of the event was rv lead conductor fracture, which was not confirmed visually or with diagnostic imaging. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was stable.